Manufacturer narrative:
(B)(4) - use after expiration. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the delivery system was separated at the proximal shaft. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During a review of the lot history record, it was noted that the expiration (use-by) date of the device is 17-november-2013 (6 months shelf-life). However, the device was used on (B)(6) 2013. It should be noted that the instructions for use (IFU) instructs the physician to note the use-by (expiration) date. This IFU deviation does not appear to have caused or contributed to the complaint.

Event description:
The procedure was to treat a moderately tortuous, non-calcified, de novo lesion in the proximal circumflex (pcx). Using a femoral access site, pre-dilatation was performed with a trek 3.5x15 mm balloon catheter to 8 atmospheres for 10-12 seconds for a residual stenosis of less than 40%. The 3.5x18 mm device could not cross the stenosis. The device was removed with no issue and additional dilatation was performed with the same trek 3.5x15 mm balloon catheter to 8 atmospheres for 10-12 seconds and a 3.5x18 mm device was successfully placed in the stenosis. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed a proximal shaft separation.